Manufacturer narrative:
The customer complaint could not be confirmed. The temperature rises from 74 to 80 degrees f in the first minute. The collet temperature rises from 74 degrees f to 105 degrees f in 5 minutes. Therefore it exceeds the limit of 27 degrees f. The collet needs replacing as it is worn. The device was tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was getting hot. There was no patient impact.